Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges the pressure is not holding in the lift when its in use. Consumer also alleges the lift will not lower sometimes when she is trying to lower it. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer alleges the pressure is not holding in the lift when its in use. Consumer also alleges the lift will not lower sometimes when she is trying to lower it. Please see additional complaint (B)(4).